Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Patient reported an e8 power interrupt error appeared on the infusion device, and the error could not be cleared by pressing the buttons. The battery cover and the battery were changed, and the issue persisted. All of the buttons "click" when pressed. The infusion device was returned and was thoroughly evaluated. E8 power interrupt errors were found in the infusion device history. The down button is always active. Due to an external mechanical influence, the snap dome of the down button is pressed through. This source led to an always activated down button and an unclearable e8 power interrupt error. As the problem reported by the patient is related to mishandling of the product, no corrective or preventative actions will be initiated.